Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse events of an umbilical hernia, characterized by severe abdominal pain, which warranted hospitalization and surgical intervention. While there is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction is associated to the events. The liberty select cycler cannot be excluded from having a possible causal or contributory role in the creation or exacerbation of the patient¿s umbilical hernia. It is unknown if the patient¿s umbilical hernia was present prior to the initiation of pd for rrt. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure created during pd therapy. During therapy, this pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter (not a fresenius product) also increases the risk of hernia formation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) underwent hernia repair surgery on (B)(6) 2020. Initially the patient reported they were in the hospital receiving pd treatment after receiving an unspecified surgery. Upon follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) it was reported the patient presented to the emergency room (ER) on (B)(6) 2020 due to severe abdominal pain. The patient was admitted, and radiological studies diagnosed an umbilical hernia. It is unknown if the umbilical hernia was present prior to the patient beginning renal replacement therapy (rrt) on (B)(6) 2020. Regardless, the hernia had become exacerbated and required surgical repair. On (B)(6) 2020, the patient successfully underwent an umbilical hernia repair and the placement of a hemodialysis (hd) catheter (not a fresenius product). The patient¿s pd catheter (not a fresenius product) remains intact, however the patient was transitioned to hd therapy to allow the abdomen time to heal. The patient was discharged on (B)(6) 2020 in stable condition and began outpatient hd therapy on (B)(6) 2020. The patient is tolerating the transition well and is recovering from the events. Per the pdrn, the performance of pd therapy increases intraperitoneal (ip) pressure, and it is likely the umbilical hernia developed or became exacerbated due to pd therapy. The patient will resume utilizing the same liberty select cycler as before the events once his abdomen has healed..